Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance from approximately 550 ohms to 2100 ohms over time. The patient was noted to be not device dependent. Technical services (ts) indicated that the next course of action would be continued monitoring or intervention at physician discretion, given that other device and lead parameters remained acceptable. More frequent in clinic follow up was recommended in the absence of remote alert capability for early detection of impedance changes. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.